Manufacturer narrative:
Vyaire complaint #: (B)(4).   A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the user interface module (uim) required replacement to resolve the reported issue. The unit has passed all tests and calibrations, and is working to manufacturer specifications.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) display is flickering. There was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The investigation was reviewed by the failure analysis department and agreed with the factory service department's conclusions. The device operated as intended and no failures were detected.